Manufacturer narrative:
E1 - initial reporter last name and email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a possible air leak from the tracheostomy tube. When checked for leaks with the syringe before use on patient there seemed to be no problem. However, after intubating the patient, it was found that the patients voices were leaking, upon checking they found that air had escaped. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy 1/ea* was returned for investigation. One used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy 1/ea* was returned for investigation. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.